Manufacturer narrative:
Date of initial report: 2017-05-11. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device stopped sealing. Proper seal end tones were heard when the issue occurred. A new device of the same type was opened and worked without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.